Event description:
The patient stated that his infusion device is not delivering insulin properly. He stated that in 2007 his blood glucose was slightly elevated before bed and he bolused. He stated the next morning, his blood glucose measured 418 mg/dl and he felt nauseous. The patient stated he bolused through his infusion device all day; and at 9:30pm, his blood glucose lowered to 233 mg/dl. The next morning, his blood glucose measured 485 mg/dl and he switched to his backup infusion device. He stated that his blood glucose returned to normal by 3:30pm that afternoon. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.